Event description:
The customer called to report that he was hospitalized due to high blood glucose levels, with a reading of 552 mg/dl. The customer was acting very confused at the time of the call, and was unable to troubleshoot. The doctor got on the phone, and stated that the customer's blood glucose levels are down to 221 mg/dl. Advised the doctor to have the customer call back for troubleshooting once he's feeling better. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.